Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6). Batch: 7092540/7091321.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort from the ipg site when sleeping on the side. It was also noted that a lead was displaced which was confirmed through x-ray. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort from the ipg site when sleeping on the side. It was also noted that a lead was displaced which was confirmed through x-ray. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices will not be returned.